Event description:
The pt was revised, due to osteolysis and poly wear.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not determine the root cause of the reported wear. It would not be unreasonable to expect some wear after 14 years of implantation. The investigation did not identify a need for corrective action. Depuy considers this investigation closed. The product code is an obsolete item. Should the product or add'l info that changes this conclusion be received, the investigation will be reopened.